Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) system was exhibiting atrial undersensing in the left ventricular (lv) channel. Lv lead loss of capture is suspected. Technical services (ts) was consulted and recommended in clinic lv lead evaluation. This crt-0 system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).